Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to unresponsive button. Analysis used a test keypad, the insulin responded properly to button presses. No frozen screen noted during testing. The time advanced during testing. The insulin pump had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 258 mg/dl at the time of incident. The customer performed troubleshooting but was unable to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.